Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from sales representative on september 17, 2015: "I think the double duckbill fell in. They put the trocar in bag so not 100 percent sure" "they lost pneumo but not visibility. They just plug the hole with a [gauze]". Patient status: "good".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric sleeve - "dr. Was putting covidian bag and instrument in trocar at the same time and seal popped out into the patient." Patient status - good.